Event description:
On (B)(6) 2022, an area technical operations manager (atom) reported that a patient coded on a 2008t hemodialysis (hd) machine during treatment. The patient was responsive when emergency medical services (ems) transported the patient to the emergency room (ER). No further information was known about the patient¿s status. There were no known alarms or issues at the time of the patient coding. The clinic was requesting the machine to be evaluated as the optical detect is failing during self-test and the arterial pressure is stuck at -220mmhg. Attempts to obtain additional information from the clinic manager related to the adverse event were unsuccessful. The machine was evaluated by a fresenius field service technician on (B)(6) 2022. The machine inspection was completed, and no issues were found with the device. The dialysate temperature was verified as the actual temp was set at 37° and the meter was 37°. The following additional values were checked: machine conductivity 13.4 and meter conductivity 13.5; machine arterial pressure 200 and meter arterial pressure 200; machine venous pressure 400 and meter venous pressure 400; meter dialysate pressure was -250 and actual dialysate pressure was -240 (this is within specification). The ph reading was 7.6. The alarm test, pressure holding test, and shunt lock test all passed. The machine passed all tests several times with no issues found on the machine. The ultrafiltration (uf) pump was verified at 1cc per stroke and received 24cc at 24 strokes. The machine was put back into service. Upon follow-up with the biomedical technician, it was reported that the patient had passed out on the machine and the nurse was unable to find a pulse. The patient was hospitalized for an unspecified amount of time and was later discharged. No further information was available pertaining to the patient.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis treatment utilizing the 2008t hemodialysis machine and the patient event of coding with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the machine and the adverse event. Additionally, there is no allegation that the machine caused the patient to code on the machine during treatment. The request for the machine to be evaluated was due to an issue found after the patient event. It was reported that there were no alarms or issues at the time of the patient adverse event. Upon evaluation, the field service technician did not find any issues with the machine. The machine passed all tests and was put back into service. It is unknown why the patient coded during treatment. Hemodialysis patients are one of the highest risk groups for cardiac arrest occurring outside of the hospital. Cardiac arrests occur 20 times more frequently compared with the general population and accounts for >25% of all deaths. Patients with chronic kidney disease exhibit an elevated cardiovascular risk exhibiting as coronary artery disease, heart failure, and arrhythmias. Cardiovascular disease, and not end stage renal disease, is the leading cause of death in this high-risk population. Based on the available information and no evidence of a machine malfunction, the 2008t hemodialysis machine can be excluded as the cause of the patient¿s coding event.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b7, h6 health effect - clinical code section, h10 correction: h8 clinical investigation: there is a temporal relationship between hemodialysis treatment utilizing the 2008t hemodialysis machine and the patient event of coding with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the machine and the adverse event. Additionally, there is no allegation that the machine caused the patient to code during treatment. The request for the machine to be evaluated was due to an issue found after the patient event. It was reported that there were no alarms or issues at the time of the patient adverse event. Upon evaluation, the field service technician did not find any issues with the machine. The machine passed all tests and was put back into service. The clinic manager reported that it is suspected the patient experienced an allergic reaction to micera. Micera can increase a patient¿s risk of serious or fatal side effects. Hemodialysis patients are one of the highest risk groups for cardiac arrest occurring outside of the hospital. Cardiac arrests occur 20 times more frequently compared with the general population and accounts for >25% of all deaths. Based on the available information and no evidence of a machine malfunction, the 2008t hemodialysis machine can be excluded as the cause of the patient¿s coding event.

Event description:
Additional information was received from the clinic manager on 07/dec/2022. The information was reviewed in addition to the documentation within the file. On (B)(6) 2022, an area technical operations manager reported that a patient coded on a 2008t hemodialysis (hd) machine during treatment. The patient was responsive when emergency medical services (ems) transported the patient to the emergency room (ER). No further information was known about the patient¿s status. There were no known alarms or issues at the time of the patient coding. The clinic was requesting the machine to be evaluated as the optical detect is failing during self-test and the arterial pressure is stuck at -220mmhg. This 65-year-old female patient presented for a regularly scheduled hd treatment on (B)(6) 2022. This patient receives treatment thrice weekly. The patient was scheduled for a 4-hour treatment utilizing the fresenius 2008t machine. The blood flow rate (bfr) was set at 400ml/min and the dialysate flow rate (dfr) was set to manual 500ml/min. The patient¿s dialysate was g2201 (granuflo 2.0 k, 2.0 ca). The machine passed the pressure hold test and all pre-checks were verified prior to treatment initiation. The patient did not report any signs/symptoms prior to the start of treatment. The treatment was initiated, and the patient did not voice any concerns. There were no alarms or other issues with the machine or treatment. Fifty minutes into the treatment, the patient coded. The treatment was ended, and the patient¿s blood was returned. The patient was in a full code. Chest compressions were given, oxygen was administered (volume unknown), and the automated external defibrillator (AED) was attached to the patient, but no shock was advised. The patient was transported to the hospital and admitted. The clinic stated it is questionable if the patient experienced an allergic reaction to micera, a recombinant human erythropoietin drug. Micera works to help the body produce red blood cells in patients with anemia. The hospital documented the patient¿s diagnosis as syncope with collapse, and hypokalemia (no value provided). The clinic has documented in the patient¿s medical history an allergy to micera due to a recent event after administering. The patient was discharged from the hospital on (B)(6) 2022. The patient has returned to regularly scheduled hd treatments. The machine was evaluated by a fresenius field service technician on 29/nov/2022. The machine inspection was completed, and no issues were found with the device. The dialysate temperature was verified as the actual temp was set at 37° and the meter was 37°. The following additional values were checked: machine conductivity 13.4 and meter conductivity 13.5; machine arterial pressure 200 and meter arterial pressure 200; machine venous pressure 400 and meter venous pressure 400; meter dialysate pressure was -250 and actual dialysate pressure was -240 (this is within specification). The ph reading was 7.6. The alarm test, pressure holding test, and shunt lock test all passed. The machine passed all tests several times with no issues found on the machine. The ultrafiltration (uf) pump was verified at 1cc per stroke and received 24cc at 24 strokes. The machine was put back into service.

Event description:
Additional information was received from the clinic manager on 07/dec/2022. The information was reviewed in addition to the documentation within the file. On 21/nov/2022, an area technical operations manager reported that a patient coded on a 2008t hemodialysis (hd) machine during treatment. The patient was responsive when emergency medical services (ems) transported the patient to the emergency room (ER). No further information was known about the patient¿s status. There were no known alarms or issues at the time of the patient coding. The clinic was requesting the machine to be evaluated as the optical detect is failing during self-test and the arterial pressure is stuck at -220mmhg. This 65-year-old female patient presented for a regularly scheduled hd treatment on (B)(6) 2022. This patient receives treatment thrice weekly. The patient was scheduled for a 4-hour treatment utilizing the fresenius 2008t machine. The blood flow rate (bfr) was set at 400ml/min and the dialysate flow rate (dfr) was set to manual 500ml/min. The patient¿s dialysate was g2201 (granuflo 2.0 k, 2.0 ca). The machine passed the pressure hold test and all pre-checks were verified prior to treatment initiation. The patient did not report any signs/symptoms prior to the start of treatment. The treatment was initiated, and the patient did not voice any concerns. There were no alarms or other issues with the machine or treatment. Fifty minutes into the treatment, the patient coded. The treatment was ended, and the patient¿s blood was returned. The patient was in a full code. Chest compressions were given, oxygen was administered (volume unknown), and the automated external defibrillator (AED) was attached to the patient, but no shock was advised. The patient was transported to the hospital and admitted. The clinic stated it is questionable if the patient experienced an allergic reaction to micera, a recombinant human erythropoietin drug. Micera works to help the body produce red blood cells in patients with anemia. The hospital documented the patient¿s diagnosis as syncope with collapse, and hypokalemia (no value provided). The clinic has documented in the patient¿s medical history an allergy to micera due to a recent event after administering. The patient was discharged from the hospital on (B)(6) 2022. The patient has returned to regularly scheduled hd treatments. The machine was evaluated by a fresenius field service technician on 29/nov/2022. The machine inspection was completed, and no issues were found with the device. The dialysate temperature was verified as the actual temp was set at 37° and the meter was 37°. The following additional values were checked: machine conductivity 13.4 and meter conductivity 13.5; machine arterial pressure 200 and meter arterial pressure 200; machine venous pressure 400 and meter venous pressure 400; meter dialysate pressure was -250 and actual dialysate pressure was -240 (this is within specification). The ph reading was 7.6. The alarm test, pressure holding test, and shunt lock test all passed. The machine passed all tests several times with no issues found on the machine. The ultrafiltration (uf) pump was verified at 1cc per stroke and received 24cc at 24 strokes. The machine was put back into service.

Manufacturer narrative:
Correction: a3; g3 date in follow up 1 should have been (B)(6) 2022

Event description:
Additional information was received from the clinic manager on 07/dec/2022. The information was reviewed in addition to the documentation within the file. On (B)(6) 2022, an area technical operations manager reported that a patient coded on a 2008t hemodialysis (hd) machine during treatment. The patient was responsive when emergency medical services (ems) transported the patient to the emergency room (ER). No further information was known about the patient¿s status. There were no known alarms or issues at the time of the patient coding. The clinic was requesting the machine to be evaluated as the optical detect is failing during self-test and the arterial pressure is stuck at -220mmhg. This 65-year-old female patient presented for a regularly scheduled hd treatment on (B)(6) 2022. This patient receives treatment thrice weekly. The patient was scheduled for a 4-hour treatment utilizing the fresenius 2008t machine. The blood flow rate (bfr) was set at 400ml/min and the dialysate flow rate (dfr) was set to manual 500ml/min. The patient¿s dialysate was g2201 (granuflo 2.0 k, 2.0 ca). The machine passed the pressure hold test and all pre-checks were verified prior to treatment initiation. The patient did not report any signs/symptoms prior to the start of treatment. The treatment was initiated, and the patient did not voice any concerns. There were no alarms or other issues with the machine or treatment. Fifty minutes into the treatment, the patient coded. The treatment was ended, and the patient¿s blood was returned. The patient was in a full code. Chest compressions were given, oxygen was administered (volume unknown), and the automated external defibrillator (AED) was attached to the patient, but no shock was advised. The patient was transported to the hospital and admitted. The clinic stated it is questionable if the patient experienced an allergic reaction to micera, a recombinant human erythropoietin drug. Micera works to help the body produce red blood cells in patients with anemia. The hospital documented the patient¿s diagnosis as syncope with collapse, and hypokalemia (no value provided). The clinic has documented in the patient¿s medical history an allergy to micera due to a recent event after administering. The patient was discharged from the hospital on (B)(6) 2022. The patient has returned to regularly scheduled hd treatments. The machine was evaluated by a fresenius field service technician on (B)(6) 2022. The machine inspection was completed, and no issues were found with the device. The dialysate temperature was verified as the actual temp was set at 37° and the meter was 37°. The following additional values were checked: machine conductivity 13.4 and meter conductivity 13.5; machine arterial pressure 200 and meter arterial pressure 200; machine venous pressure 400 and meter venous pressure 400; meter dialysate pressure was -250 and actual dialysate pressure was -240 (this is within specification). The ph reading was 7.6. The alarm test, pressure holding test, and shunt lock test all passed. The machine passed all tests several times with no issues found on the machine. The ultrafiltration (uf) pump was verified at 1cc per stroke and received 24cc at 24 strokes. The machine was put back into service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.